Event description:
My mother underwent two cataract surgeries each eye with (B)(6) in (B)(6). After using the prescribed eye drops following surgery, my mother to this day has severely inflamed corneas according to another eye doctor that I brought her to for an eval. She is still unable to read and her eyes are always filled with pus. The new eye doctor, after examining her, recommended a cornea specialist, (B)(6), that is scheduled for (B)(6), 2010.